Event description:
Patient reported capsular contracture baker grade iii (side unknown). Device status is unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device info provided, however, it is unknown which side the reported event is associated with. Ref.: n-tsx 375. Sn (B)(6) (left). Sn (B)(6) (right).

Event description:
Patient reported capsular contracture baker grade iii (side unknown). Device status is unknown.